Event description:
It was reported to philips that host pc in m cabinet failed to boot, requiring manual intervention on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the host pc and tested the system and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).